Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose levels. Customer's blood glucose level went as low as 48 mg/dl and as high as 571 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose levels based on the healthcare provider¿s instructions. Customer was advised to visit the emergency room if blood glucose levels continue to rise or go severely low and they are unable to control their blood glucose levels.